Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five additional proglide devices referenced are filed under separate medwatch report numbers. User facility medwatch report (B)(4).

Event description:
User facility medwatch report (B)(4) was received, stating: "describe the event or problem: didn't capture, x's 6... Opened different lot# to complete case." Follow-up with the account, reported that a cuff miss [suture retrieval issue] was noticed with six (6) proglide devices relative to an abdominal aortic aneurysm (aaa) interventional procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.